Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) competitor implantable pacing lead (B)(6) 1993. (B)(4).

Event description:
It was reported that the patient made an "emergency" appointment with the physician. The patient reports feeling "horrible" the last three days. Patient usually doesn't pace in the right ventricle, but has been pacing at night when their heart rate slows down. Interrogation of the device revealed that it tripped elective replacement indicator three days ago. The device is at vvi65 now and cannot be reprogrammed out of it. The device was explanted and replaced. No further patient complications have been reported as a result of this event.